Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product is not returning. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina, myocardial infarction and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of coronary stents. Based on the reviewed information, no product deficiency was identified. The 3.5x23mm xience prime stent referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that on (B)(4) 2013, two xience prime stents were successfully implanted, one in the distal circumflex (dcx) and on in the proximal circumflex (pcx) coronary arteries. On (B)(6) 2014, the patient experienced angina. On (B)(6) 2014, the patient was hospitalized. On (B)(6) 2014, per diagnostic angiogram, 95% restenosis was noted in the pcx and 80% stenosis in the dcx. Balloon angioplasty was performed in both stented lesions, resolving the event. On (B)(6) 2014, the patient experienced chest pain. On (B)(6) 2014, the patient was hospitalized and a myocardial infarction was diagnosed. The patient remained compliant on aspirin and clopidogrel, but on (B)(6) 2014, clopidogrel was discontinued and ticagrelor was started. On (B)(6) 2014, diagnostic angiogram was performed showing 100% stenosis in both stented lesions. On (B)(6) 2014, stents were implanted in both lesions, resolving the event. There was no additional information provided.